Event description:
Customer reported via phone, the insulin pump was squirting insulin out of the infusion set and it alarmed compromised force sensor. Customer's blood glucose was 150 mg/dl. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap appeared to be normal. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor during prime due to faulty force sensor resistor. The following cosmetic damage was noted: cracked case at the display window, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.